Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the response to the wake button is slow. Reportedly, the pump appears to be functioning as expected. There was no reported impact to customer's blood glucose level.